Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection was performed on the returned sensor, no issues were observed. The sensor plug was correctly seated in the mount. Extracted data using approved software, sensor was found to be in sensor state 5 (indicating normal termination). Sensor plug was returned. Removed sensor plug and inspected plug assembly, no issues were observed. Sensor was reprogrammed and performed simvivo test.all results were within specification. No malfunction or product deficiency was identified.

Event description:
A caregiver reported a customer obtained an error message, "replace sensor," while wearing the adc freestyle libre sensor. On (B)(6) 2019, while the customer was sleeping, the caregiver obtained the error message and performed a capillary test on an unspecified meter and obtained a unspecified high reading and administered a unit of insulin as treatment. In the morning, the caregiver attempted another sensor scan and continued to receive the "replace sensor" message. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. Therefore all review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed all pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported a customer obtained an error message, "replace sensor," while wearing the adc freestyle libre sensor. On (B)(6) 2019, while the customer was sleeping, the caregiver obtained the error message and performed a capillary test on an unspecified meter and obtained a unspecified high reading and administered a unit of insulin as treatment. In the morning, the caregiver attempted another sensor scan and continued to receive the "replace sensor" message. There was no report of death or permanent injury associated with this event.